Event description:
During the sample processing, the auto-validation of a patient sample was blocked by the abx pentra ml, asking for a slide review. Once the manual run for the slide entry was entered by the user, the first discipline (diff report) was correctly uploaded on the lis (laboratory information system). At that step, the user created a second manual run to enter a new wbc value. After validating this manual run, the first discipline (diff report) was again correctly uploaded to the lis. Then the user manually validated the second discipline (cbc) coming from the instrument run. The abx pentra ml uploaded the full report (cbc + diff) to the lis. The data received at the final stage by the lis were not those that were just validated for that patient and displayed correctly on the screen as noted above. Instead, the data was that of a previous run from the same patient history. There was no impact to the patient as the technician noticed the incorrect data before the results were provided to the doctor. Additionally, the technician checked the results on th abx pentra ml screen and on the instrument screen. Upon verification of the correct results, the technician provided the correct information to the doctor.

Manufacturer narrative:
The root cause of the reported issue has not been determined. However, after checking the database and the files exchanged by the abx pentra ml and the lis, it was identified that a "ghost run" was created by the abx pentra ml between the last manual run and the report of the concerned patient sample run. While a root cause for the "ghost run" continues to be investigated. The preliminary investigation results has confirmed that two scenarios may occur depending on the abx pentra ml software version and whether the control (discipline) feature is available or not. Software version v8.0.x and below: the coherence of all results being manually re-uploaded to the lis must be systematically checked. Software versions v9.0.1 and v9.0.2: in the case where the "discipline" feature is used, after an entry of result in a manual run, the coherence of all data uploaded to the lis must be checked for the patient file.